Event description:
It was reported that the needle was inserted into the port located in the patients chest wall. Upon removal, the sharp portion of the needle (housed in the retractable portion) was bent. No patient injury but required repeat access.